Event description:
Clinical study: it was reported that 46 days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.50mm, 90% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. There were no complictions. The patient was discharged the next day on plavix and aspirin. At the 6 month follow-up it was learned that the patient expired 46 days after the procedure after experiencing a stroke. There was no autopsy. In the opinion of the physician the relationship of the patients death to the target vessel is not involved.

Event description:
It was further reported that target lesion 1 was 10mm long, and the stenosis was reduced to 0% after stent placement. During the procedure, the distal rca was also treated with balloon angioplasty. 26 days after the procedure, the pt presented to a non-enrolling hosp with left-sided weakness and slurred speech after suffering a fall at home. He was subsequently transferred to the study site for further eval and management. Per history and physical exam report, MRI of the brain performed on the day of admission, revealed a right middle cerebral artery territory cerebral vascular accident. On note, long-term coumadin therapy for history of paroxysmal atrial fibrillation had been discontined at the time of enrollement due to the need for asa and plavix therapy post arrive 2 procedure. Coumadin therapy was restarted at this time without heparinization due to the risk of cerebral hemorrhage. Neurological exam on admission, demonstrated significant deficits, including dense left hemiparesis, dyarthria, and decreased gag reflex. No progress was made with either physical therapy or occupational therapy. The pt was treated with antibiotics for aspriration pneumonia which developed after a failed swallwing study (date unk). Nasogastric tube feedings were temporarily initiated. The pt's family was made aware of his poor prognosis, code status was designated dnr/dni. The pt was transferred to in-patient hospice for palliative care, and expired 45 days after the initial procedure.